Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn and the backlight button was found to be missing. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the up and down button contacts.

Event description:
The patient reported that the up arrow keypad button has been intermittently unresponsive for the past few weeks. At the time of the call to animas customer support, the up arrow button was reportedly not responding at all. The patient stated that he wears the pump on his belt and does not clean the pump.